Manufacturer narrative:
The returned file is broken in the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a reciproc file broke during use. The outcome of the event is unknown as of this MDR evaluation.